Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient, who had a history of a four-part proximal humerus fracture, underwent reverse total shoulder arthroplasty. The humeral stem became loose, which was confirmed by radiographs. As a result, a revision surgery was performed to remove and replace the loose humeral stem with a different stem that was not part of the perform fracture system.

Event description:
It was reported that the patient, who had a history of a four-part proximal humerus fracture, underwent reverse total shoulder arthroplasty. The humeral stem became loose, which was confirmed by radiographs. As a result, a revision surgery was performed to remove and replace the loose humeral stem with a different stem that was not part of the perform fracture system.

Manufacturer narrative:
The reported event was confirmed, since x-rays of the event were provided and match the alleged failure mode. The device inspection revealed the following: an evaluation of the post operative x-rays reveals loosening of the humeral component of the implant that used a cementless and screwless fixation method. However, all implant components remain structurally intact. The investigation did not reveal a clear root cause. Insufficient information prevents a definitive assessment of the reasons behind the loosening of the humeral stem. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.